Manufacturer narrative:
Product complaint # (B)(4). The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. The complaint condition, that the edge of the locking head is shaved off, could be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 08.501.001.01s. Lot: l25650.7 manufacturing site: bettlach. Supplier: samaplast ag. Release to warehouse date: may. 24, 2017. Expiration date: may. 01, 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an unknown surgery. During the surgery, after the zipfix strap is tightened, the edge of the locking head is shaved off the edge of the locking head. Four (4) out of the five (5) used in open heart surgery have this problem. The patient continues to use it without replacing other products, and there is no issue after so far. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) sternal zipfix with needle sterile. This report is 2 of 4 (B)(4).